Event description:
It was reported that this implantable cardiac defibrillator (ICD) was surgically abandoned due to loss of capture with asystole greater than two seconds, and high out of range pace impedance measurement greater than 2,000 ohms. Subsequently, a new device of a different model was successfully implanted. No additional adverse patient effects were reported.